Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a universal insert spacer size 3-4 15mm was noticed to be cracked. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.